Event description:
The playtex nurser deluxe double electric breast pump ac/dc adapter has been recalled because the ac/dc adapter may become loose and separate, resulting in a potential for electric shock.